Event description:
It was reported that the customer's family was contacted to obtain information on deceased customer. Customer's family stated that the deceased customer was coughing on tuesday and passed on friday. It was reported that the deceased had a very deep cough and was going to go to urgent care. Emergency medical technicians were called when the customer passed out and tried to revive her, however, the customer could not be revived. Customer's blood glucose levels at the time of death is unknown. It was believed that the deceased customer was wearing the insulin pump at the time of death, but it was unknown when the pump was removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.